Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The implant was measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing an implant to fail to osseointegrate. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors in determining the success of dental implants. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended. {please reference 3011649314-2019-00025/p2019-034a for 1st event}

Manufacturer narrative:
No explanted date. The implant fell out of the patient's mouth and returned to doctor with the implant in hand. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive mini implant failed to osseointegrate. The doctor reported that the 10mm mini implant was placed in tooth location #27 on (B)(6) 2018. The patient returned on (B)(6) 2018 with the implant in hand. The patient stated "I had pain and noticed it was moving, so I removed it". The doctor reported that the patient had inflamed gums, discomfort and pain. There was no infection at the implant site. The patient's symptoms were relieved after removal of the implant. The patient had no relevant medical or dental history. The doctor reported the patient's current status as good. There was no abnormality noted with the implant itself.